Event description:
It was reported to boston scientific corp in 2008, that a resolution clip device was used in 2008. According to the complainant, the clip would not open or close after coming out of the sheath. Another resolution clip was used to complete the procedure. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
Although the suspect device has been returned, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined.